Event description:
The complainant has reported that a patient was implanted with ab5000 biventricular assist devices using the cannula sets provided. After successfully implanting the ventricles, the physician observed bleeding along the length of the 10mm arterial graft through the graft material. Only one cannula was reported to have been leaking. The physician completely reversed the patient's heparin with protamine and the graft was covered with an additional graft to successfully contain the bleeding through the graft material. The patient did not sustain any trauma nor serious deterioration of health as a result of the reported bleeding.

Manufacturer narrative:
Methods: analysis of bleeding risks associated with product. Analysis of device history records. Results: device involved was not returned for evaluation. No device anomalies during manufacturing of device. Conclusions: unable to follow-up. No conclusion can be drawn (for clinical event). Review of all records indicate device within specifications. The device involved in the incident was discarded by the user facility; therefore, a failure evaluation of the actual device cannot be conducted. However, an extensive device history record and complaint database review was performed. The event involved a 10mm hemashield graft cannula (lot number 1019015) used with an abiomed as ventricle (B)(4). The DHR for the graft was reviewed, including all leak tests for the hemashield lot involved, and revealed no anomalies. (B)(4). Three complaints involved longitudinal graft bleeding which required wrapping the device externally to stop the leakage. Non of these events resulted in patient death or adverse clinical presentations. Because a failure evaluation of the actual device involved cannot be conducted; a root cause for the reported event cannot be determined. Although a conclusive root cause could not be determined, additional information from the user facility indicates that no gross material defect or damage such as a cut, tear, or hole in the hemashield, was present. Based on the complaint history of this product, a clotting problem is the most likely cause; however, the anticoagulation status of the patient could not be obtained so, it is not possible to complete this analysis. The risk of procedural bleeding is a labeled precaution in the product's instructions for use. Additionally, the current IFU states; "although the probability is low, it is possible for the hemashield graft in the 10mm cannula to ooze in the range of up to 90 cc/minute for a 3 cm length of graft. Although this is within product specification, one method to address oozing in this range is to wrap the hemashield graft in a bovine pericardium or an equivalent material." The observed complaint rate for hemashield bleeding is within acceptable tolerances. No specific corrective action is warranted in direct response to this reported event; however, abiomed will continue to closely monitor all hemashield complaints and conduct applicable analysis and risk assessments as necessary.